Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately six years and three months post filter deployment, computed tomography (CT) revealed that the superior extent of filter was at inferior l2 vertebral body. Inferior extent was at inferior l3 vertebral body. A total of six prongs have perforated through the inferior vena cava. Maximum distance prongs perforated through the inferior vena cava was 2.94 mm. Coronal images showed 0.55-degree of filter tilt from right to left and the sagittal images showed 6.90-degree tilt from anterior to posterior. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter migration. However, the investigation is unconfirmed for filter tilt as the medical record states "coronal images showed 0.55-degree of filter tilt from right to left and the sagittal images showed 6.90-degree tilt from anterior to posterior". Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4(expiry date: 07/2013), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter migrated into heart, tilted and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. There was no specific device deficiency identified within the medical records. Therefore, the investigation is inconclusive for the alleged filter tilt and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter migrated into heart, tilted and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.